Event description:
The patient developed pain, lumps and hypertrophy allegedly a month after injection in the vermillion border of the lips. The nurse massaged the area and stated the area looked better. As of 2008, the patient continues to have lumps, but is getting better.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.